Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. The yellow o-ring of the battery cap was allegedly visible while the cap was attached to the pump at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a review of the pump black box data revealed an unexplained pump reboot. During a visual inspection of the pump, no damage was found to the battery cap; however, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions observed. The pump case was removed, and no evidence of internal damage or moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.